Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge tubing was discolored; cause was not known. Customer's blood glucose was 400 mg/dl. Cartridge change was performed resolving the issue.